Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor calibration reading was high. This report is made based on results of investigation completed on 01/10/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings: evaluation revealed that loss of prime with non-zero force verified in black box. No loss of prime during investigation. Force sensor calibration reading was high. Investigators opened pump and removed from case and found the force sensor resistance reading at 5.5k ohms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).